Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation after use in the procedure. The delivery system was fully inserted through the sheath and the valve was crimped and positioned on the inflation balloon. The devices were separated by engineering for decontamination and evaluation. No imagery was provided for review. The delivery system was visually inspected. The crimp balloon was torn proximal to the inflation balloon to crimp balloon (I/c) bond. The flex tip has severe gouging and the sheath distal tip was damaged. Due do the condition of the returned device, no functional testing was performed. The complaints for ¿balloon ¿ torn¿ and ¿delivery system ¿ withdrawal difficulty- valve, through sheath¿ were confirmed based on the condition of the returned device. Double wall thickness measurements were taken on the crimp balloon proximal to the balloon tear to ensure that the thickness of the material was within specification. A thin balloon could contribute to the observed balloon tear and could be indicative of a manufacturing non-conformance. The area distal to the tear could not be measured as that area consists of the bond area with the inflation balloon. All measurements met specification. The related work orders were reviewed. Due to the emerging trend in ic bond complaints, the tubing lots and resin for the crimp balloon underwent further review. The related lot was found to be correlated with the increasing complaint trends. Review of history for the relevant lot revealed no additional complaints for ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿. There were additional complaints for ¿balloon ¿ torn¿: three other complaints were confirmed, but no manufacturing non-conformances were identified during the evaluations. The complaints for ¿delivery system ¿ withdrawal difficulty ¿ valve¿ were attributed to patient/procedural factors. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time. However, per management discretion, the balloon torn issue and it¿s associated risks have previously been assessed and documented in a product risk assessment. Forty four other complaints  for ¿balloon torn¿ were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that the tears may have occurred during valve alignment and could be attributed to patient/procedural factors. Due to the high criticality level for this failure mode, a product risk assessment was previously initiated for risk assessment. Eighteen complaints were confirmed, but no manufacturing nonconformances that would have contributed to the complaints were identified. Available information suggested that the tears may have occurred during valve alignment and could be attributed to patient/procedural factors. Due to the high criticality level for this failure mode, a product risk assessment was previously initiated for risk assessment. In addition, to address the emerging trend in ic bond complaints, a CAPA is being updated. One complaint was confirmed, but no manufacturing nonconformances that would have contributed to the complaint were identified. Available information suggested that incomplete deflation of the balloon post deployment and subsequent withdrawal difficulty may have contributed to the balloon tear. Due to the high criticality level for this failure mode, a product risk assessment was previously initiated for risk assessment. Two complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that the tears occurred upon full inflation of the balloon and were the result of weakening of the bonds during valve alignment (due to patient/procedural factors). Due to the high criticality level for this failure mode, a product risk assessment was previously initiated for risk assessment. Four complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that the tears occurred as a result of not pulling the flex tip over the triple markers prior to balloon inflation. Due to the high criticality level for this failure mode, a product risk assessment was previously initiated for risk assessment. Sixteen complaints were confirmed, but no manufacturing non-conformances that would have contributed to the complaints were identified. Available information suggested that procedural and /or patient factors may have contributed to the tears. Due to the high criticality level for this failure mode, a product risk assessment was previously initiated for risk assessment. One complaint for was confirmed but no manufacturing nonconformances were identified during the evaluation. Available information suggests that procedural factors (device manipulation as a sample for inspection prior to the procedure) contributed to the complaint event. Due to the high criticality level for this failure mode, a product risk assessment was previously initiated for risk assessment. In addition, to address the emerging trend in ic bond complaints, a CAPA is being updated. Nine complaints are pending engineering evaluation.  A review of the complaint history revealed that the occurrence rate did not exceed the july 2018 control limit for the trend category of ¿damaged¿. A review of complaint history from august 2017 to july 2018 for the edwards commander delivery system (all models and sizes) revealed other similar complaints for ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿ with returned devices. Fifteen complaints were confirmed, but no manufacturing nonconformances were identified on the returned devices. Available information suggests procedural and/or patient factors may have contributed to the events. Four complaint was unable to be confirmed, and no manufacturing nonconformances were identified on the returned device. Available information suggests that procedural and/or patient factors may have contributed to the event. Three complaint was confirmed but no manufacturing non-conformances were identified on the returned device. Available information suggests that procedural factors (withdrawal of a valve/torn balloon) may have contributed to the event. One complaint is pending engineering evaluation.  A review of the complaint history revealed that the occurrence rate did not exceed the july 2018 control limit for the trend category of ¿withdrawal difficulty¿. Instructions for use (IFU), prepping manual, and training manual were reviewed for instructions involving the commander preparation and procedure. No IFU/ training deficiencies were identified. During the manufacturing process, the entire delivery system (including the crimp balloon and inflation balloon) is visually inspected and tested several times. The balloons are 100% inspected for wall thickness and visual defects. Ten (10) balloons are sampled for burst testing following visual inspection. The crimp balloon features are 100% dimensionally inspected, including distal length, proximal length, distal ID, proximal ID, single wall thickness, and double wall thickness. The balloons are 100% visually inspected with unaided eye for general appearance/gross defects. The balloons are 100% visually inspected under 8x magnification for foreign matter, impurity or contamination, fish eyes, gel spots, etc. The crimp balloon to inflation balloon laser bond weld joint is 100% visually inspected for bubbles and to ensure there is a smooth bond joint with no gaps between components. The balloon assembly is 100% visually inspected prior to laser bonding for any contamination. The formed balloon is inspected for distorted/pinched folds. During final inspection, 100% distal to proximal visual inspection by both manufacturing and quality. The entire device is inspected for damage or missing components. The nose tip to guidewire shaft bond area is inspected for leak channels and bubbles. The inflation and crimp balloon are inspected and rejected for distorted/pinched folds. Functional inspection of collet/shaft clearance is performed. The commander delivery system is 100% leak tested. Post-leak test, there is a visual inspection of the balloon catheter. Additionally, the work order underwent product verification testing as a requirement for lot release. Five (5) lot samples were taken for testing. Of note, no failures occurred during product verification testing and the lot was released. During functional product verification testing, the device is visually inspected for physical defects or damage, and tested for delivery system retrieval force. The lot was accepted. It is tested for balloon burst pressure after fatigue, and the lot was accepted. It is visually inspected for tears or separation in the inflation/crimp balloon bond. The inflation balloon/crimp balloon bond was tensile tested, and the lot was accepted. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaints. The complaints for ¿balloon ¿ torn¿ and ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿ were confirmed based upon visual inspection of the returned devices. No manufacturing non-conformances were identified and review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformances. A review of manufacturing mitigations supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. Furthermore, no training/IFU deficiencies were identified. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in product risk assessment. Per device training materials, valve alignment should be done in a straight section of the vasculature. If the physician performs the valve alignment process in a tortuous anatomy, it may result in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. The flex tip gouges are indicative of valve diving and high alignment forces. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question when valve alignment was performed with residual fluid in the balloon. Once the balloon tore, it is possible that the delivery system or valve got caught on the sheath tip during withdrawal. This would have resulted in withdrawal difficulty. The damages on the sheath distal tip are likely indicative of withdrawal difficulty. At this time, a definite root cause cannot be determined for the complaint for ¿balloon ¿ torn¿. Previously, to address the emerging trend in I/c bond complaints, the tubing and resin lots for the crimp balloon underwent further review. This review identified a correlation between a recent increase in complaint rates with alternate extrusion processing methods. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Regarding balloon torn, a CAPA is being updated to address the recent correlation in balloon tear complaint rates with alternate extrusion processing methods. A CAPA can be referenced for additional information. Regarding delivery system ¿ withdrawal difficulty-valve, through sheath, since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified during product evaluation, no corrective/preventative actions are required. Per management discretion, due to the high criticality of the failure mode, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment. Although no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the control limit, further investigation was performed on the crimp balloon tubing and resin lots. Since no product non-conformances or labeling/IFU/training deficiencies were confirmed and the complaint rate did not exceed the july 2018 control limit for the trend category ¿withdrawal difficulty¿, a product risk assessment is not required. The complaint for ¿balloon ¿ torn¿ was confirmed. A definitive root cause was unable to be determined. No manufacturing non-conformance were identified. Per management discretion, the balloon torn issue and its associated risks have previously been documented and assessed in a product risk assessment. In addition, to address the emerging trend in ic bond complaints, a CAPA is being updated. The complaint for ¿delivery system ¿ withdrawal difficulty-valve, through sheath¿ was confirmed. No manufacturing non-conformances were identified in the returned device. Available information suggests that procedural factors (withdrawal of torn balloon) may have contributed to the complaint event. Since no product non-conformances or IFU/training inadequacies were identified, and the trend category does not exceed control limits, no corrective or preventive action is required at this time.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during the placement of the 26mm sapien 3 by tf approach in the aortic position, when the valve was attempted to be delivered, the balloon did not inflate. It was attempted to retrieve the valve into the esheath but it was not possible. It looked like the valve was getting caught on the sheath.  There was a vascular surgeon in the room who was able to cut down surgically to the device and remove it.  This cut down was then used to deliver a new system and valve with a very good result.  Patient is well. There was no problem during valve alignment. The native aortic valve had moderate tortuosity and no calcification. The access vessel had moderate tortuosity and mild calcification.